Event description:
Nurse advanced safety sheath over needle after use, discarded in pt's home sharps container and the syringe bounced out of the container with safety sheath retracted. Resulted in a needle stick to the associate.